Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4), product type: recharger.

Event description:
A consumer implanted for multiple back operations reported their doctor told them their implantable neurostimulator (ins) was on its' last leg as it was nearing its' nine year mark, was worn out, and would not stay charged. The consumer stated they would charge it, it lasted one day, and then it was dead again, they would have sudden pain, and they had to recharge. It was noted the ins had never been overdischarged; it was always charged weekly. An x-ray was taken, but the doctor wanted to perform another trial before putting in a new ins, but the consumer's insurance wouldn't pay for that. The manufacturer's representative (rep) was going to talk with the doctor about what was going to be done. It was further reported the recharger belt broke. No out of box failure was reported.

Event description:
Additional information received from the consumer reported nothing had been done to resolve their issues. Their healthcare provider (hcp) referred them to another physician who they were going to be seeing on (B)(6) 2016 at 2 p.m., and they wanted a manufacturer's representative (rep) to be there because the system was nine years old and they were in a lot of pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment with a new healthcare professional and was told someone from the manufacturer needed to be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.